Manufacturer narrative:
The pump was received with a critical pump error alarm due to a problem isolated to the electronic assembly. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had critical pump error. The customer¿s blood glucose was 154 mg/dl at the time of incident. Customer saw a red x on display. Customer reported the insulin pump was not exposed to moisture. The insulin pump will be returned for analysis.